Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the tip with signs of activation. The tip cap was detached from the electrode. The suction tube was deformed. The tip had heavy scratches. The handle, cable and plug did not show any signs of damage. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, device was received only in the bag, the tip was in a used condition with multiple scratches. The cut return cap was missing at the distal tip. A small trace of glue was still visible on the back of the distal tip. The shaft was slightly distorted from excess force. The electrical cut return continuity testing could not be performed based on the device returned condition; the device passed the remining electrical testing. The device passed the functional testing, excluding the ablate activation testing, as test could not be conducted since the return cap was missing. Visual inspection shows the cut return cap has become fully detached which confirms the reported event. The return cap was not submitted for investigation; therefore, it is not possible to confirm the presence of glue on the return cap, which would verify that the device was built to specification. It should be noted the device shows signs of heavy use, however without being able to inspect the complaint device return cap, it is not possible to check for signs of reverse fire-up, which previous complaint investigations have shown could also be a factor in the failure mode observed. Reverse fire-up occurs when the cut return cup is partially buried in tissue, this reduces the exposed area, and the fire-up takes place in the return rather than the active tip. Previous testing on animal tissue has found that this can cause return cap detachment. In cases such as these there will be evidence of sufficient glue on the return cap which in normal conditions the return cap should remain in place, however under return firing conditions the glue bond may become compromised. Visual observation identified scratches on both the ceramic and the shaft which could indicate the device has come into contact with a metal object. It is possible that this device has been used on a patient with a metal joint and the distal end of the device got stuck in the joint and while being withdrawn has torn the return cap off, the electrode shaft is slightly bent which may be further evidence of this. Although the return cap was not returned for evaluation, based on the condition of the device it is likely that the cause of the cut return cap detaching in this case is excessive load/heavy use being applied at the distal end of the electrode. The product instructions for use(IFU) cautions - observe extreme caution when using electrosurgery in close proximity to, or in direct contact with, any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode tip is in contact with metal objects or instruments. Doing so may result in unintended injury to the patient or surgical personnel and/or damage to the electrode and/or other equipment. Carefully insert and withdraw electrodes to avoid possible damage to the device and/or injury to the patient or surgical personnel. Electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. The failure mode has been reviewed against the systems risk assessment document of the risk analysis matrix applies with a similar failure mode as detailed below: foreseeable sequence of events - force is applied during use (normal and excessive force) causing damage to components. Hazardous situation - components / fragments detach within the patient and require retrieval. Outcome(s) / harm - this could lead to potential tissue damage (mechanical). The severity is categorized as "serious" and the pre and post mitigation risk characteristics are as follows: risk grid "14" which is alra (as low as reasonably achievable) level and "probable" occurrence (<10¯3 and =10¯4). A review of our complaint records over the last 12 months to assess the frequency for this failure mode for the tripolar device, where the cut return cap detaches during use shows this defect to be of low occurrence. Therefore, the severity and frequency are as anticipated in the risk documentation and remain as alra and no further action is recommended. The overall complaint was confirmed as the observed condition of the vapr 3.5mm side str each would have contributed to the complained device issue. Based on the investigation findings, the potential cause could be traced to heavy use of the device. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device u2411010, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an arthroscopic arthrolysis surgery following an open luxation of the left knee, it was discovered that the tip of the vapr tripolar 90 suction elect device pulled out. The surgical procedure was delayed, though the duration was not specified. A spare device was used to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: b5: during subsequent follow-up with the customer additional information was obtained. The reporter confirmed that the broken pieces were successfully removed from the patient without the need for any medical or surgical intervention. There were no consequences for the patient.